Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found pitch cable was loose at the tip, which was caused by other pitch cable that broke at the distal clevis hub. Broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; broken cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci s surgical procedure, customer noted loose cable, not separated near the tip that goes inside the patient on a pk dissecting forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.